Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned (3) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 8022763. Customer states that the plunger rod is loose while trying to draw insulin. All returned syringes were tested and 2 out of 3 samples were not able to draw properly. These samples were then wired and the wire was not able to pass through the cannula which indicates that there is an adhesive clog in the cannula of these samples. No defects were observed on the remaining sample. Samples were forwarded to manufacturing (holdrege) on 14sep2018 for further review. On 17sep2018, holdrege received three (3) 0.5ml, 6mm, 31g syringes in an opened polybag from batch # 8022763. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. One (1) sample exhibiting a vacuum with the syringe barrel was noted, as aspiration was unable to be completed without the plunger rod automatically balancing out the pressure (retracting). Probable root cause is likely to be an adhesive clog, inhibiting the airflow through the cannula, resulting in the defect, as noted above. A review of the device history record was completed for batch# 8022763. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200738422] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod loose on lot # 8022763. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive clog) based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8022763. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200738422] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod loose on lot # 8022763. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with plunger error. There was no report of injury or further medical intervention.